Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 1 gram, and amikacin, 1 gram (routes, frequencies and durations were not specified). On unreported dates, the antibiotic treatment was discontinued and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.